Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited bluetooth telemetry loss. No intervention was reported. There were no patient consequences.

Event description:
New information received notes that the patient presented in clinic and bluetooth telemetry lockout was noted. Bluetooth telemetry was reestablished. The patient was in stable condition.

Manufacturer narrative:
H6. Medical device problem code should be 3283, wireless communication problem in follow up 1.